Event description:
It was reported that the power source for the programmer was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device would not power on, the power supply was out of electrical specification. It was also noted that the microphone was out of specification. (B)(4).